Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Additional information has been requested, but no additional information has been received.

Event description:
It was reported that doctor implanted and removed the lens due to capsule break. The incision was enlarged and another model lens and was implanted with no issue. Suture was placed. No other information available. Additional information has been requested, but no additional information has been received.